Manufacturer narrative:
A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 8.8-11.2cm from the distal tip. The etfe coating was intact at this location.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during normal generator change out, externalized conducts were observed via fluoroscopy. No electrical anomalies were detected. The lead was explanted and replaced. The patient condition is fine.